Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection showed no signs of any physical damage. A simulated treatment was performed and completed without any failures or problems. A value actuation test, system air leak test, and patient sensor calibration check were completed and passed. A load cell verification was performed and within tolerance. An internal, visual inspection showed one of the grommets on air compressor assembly was dislodged and found at the side of the pump assembly. An external visual inspection showed no signs of physical damage and the heater tray and scale was not obstructed. No other discrepancies were found. Further evaluation found no device malfunctions that would have caused the reported iipv event. A record review was conducted and a device history record review was performed. A production floor problem report showed a system error occurred. The device was reworked per a technician service manual and found the pressure and vacuum were low. The device's pressure and vacuum were recalibrated and the scale was verified. All tests passed. Product labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient encountered an alarm during fill 3. During a follow-up with the patient's pdrn, the pdrn confirmed the patient did not experience any symptoms related to the large drain volume. The patient continued pd treatment without any problems. The patient's treatment data: (B)(6). The reported large drain of 4544ml was 227% over the expected drain volume which resulted in a reportable device malfunction.